Event description:
A falsely negative ctni result of 0.03 ng/ml was obtained on one patient sample. The false negative result did not match the clinical picture and the laboratory repeated the ctni. The original sample was repeated and the ctni result of 9.347 ng/ml was obtained. There was no report of adverse health consequences as a result of the falsely elevated ctni results. There is no filter data from the instrument available on this event. Due to the lack of additional information, service was unable to determine the root cause of this event.

Manufacturer narrative:
Since the event was reported to dade behring three weeks after the event, there is no filter data from the instrument available on this event.